Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt's right side of the back hurts really bad and pt gets electrocuted when pt touches something metal. Pt started noticing it a couple of months ago. It started getting really bad over the last probably month or two. There was an ice storm and pt slipped on the porch coming out of the door and their back hit the threshold. Pt called the ambulance and went to a hospital. They did not check the device, they only checked if pt had broken bones. Pt was redirected to follow up with hcp. Pt has no managing hcp. Pt also has a primary hcp and pt won't see them until (B)(6).